Event description:
It was reported that when the bed was in the high position the central siderail slipped out of the nurse's hands onto her foot. It was reported the nurse experienced a compression fracture of the toe.